Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was not possible to communicate with the device and there was no change in rhythm when the magnet was placed. The patient indicated they were told that the battery was low the last time it was checked, but it wasn't known when that device check occurred. The device remains in use. No patient complications have been reported as a result of this event.